Event description:
It was reported that upon this patient's subcutaneous implantable cardioverter defibrillator (s-ICD) replacement procedure, this electrode showed removal difficulties as the set screw was not able to be turned. Several troubleshooting efforts were done but the issue could not be resolved, the physician was not comfortable cutting the electrode, and the necessary tools were not available. Eventually, tools were obtained, and the replacement procedure got complex. With the help of a drill the physician cut around the set screw and subsequently got it loose using a wrench. This procedure was delayed 4 hours due to these necessary steps. Finally, the s-ICD was replaced, and this electrode was used in the new implanted device as adequate measurements were observed without visual damage noticed. This electrode remains in service and no adverse patient effects were reported.